Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04361, 2938836-2019-04362. It was reported that when the patient presented at a follow-up in-clinic, far-field p wave oversensing was observed on the ventricular channel. Programming changes were made and no additional episodes of noise oversensing were seen. An x-ray revealed that both the atrial and ventricular leads were dislodged due to twiddler's syndrome causing poor sensing and high capture thresholds on the leads. It was also noted that non-sustained noise was present on the right ventricular lead. Both leads were explanted and replaced successfully. The patient was stable before, during and after the procedure.